Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. The investigation showed that the fixed base of the x-ray shield on the ceiling was installed outside of the movement path of the basic unit. However, the collision happened with the moveable arm from the x-ray shield which was positioned within the movement path of the system. The position of this moveable arm is not monitored by the uroskop omnia max collision calculation. Therefore, the operator has to pay special attention to the travel range of these parts. This is also described in the operator manual. It was suggested to the customer to replace the tube assembly as precaution. According to the information received this was refused by the customer. Since no system malfunction could be determined, the complaint has been closed.

Event description:
Siemens healthineers became aware of an issue associated with the uroskop omnia max system. The system was driven into an x-ray shield by the customer. The tube cover was damaged during the collision. No falling parts were mentioned by the customer. The customer demounted the x-ray shield to minimize the collision risk. Although no injury occurred due to this event, in a worst-case scenario, persons could have been seriously injured by falling parts due to a collision of the system with external objects.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: no system malfunction could be determined. It is in the responsibility of the user to take care that no objects are in the collision range of the system. There is a corresponding note in the operator manual. A supplemental report will be submitted to the FDA if additional information is obtained upon completion of the investigation.